Event description:
The device was used during an unspecified thoracoscopic procedure. Reportedly, the instrument was difficult to open and did not fire. The surgeon converted the procedure to a thoracotomy and removed the instrument.